Manufacturer narrative:
There was no patient involvement. The defective part was returned for investigation. Analysis traced the reported issue to a user fault. It was determined that a large amount of liquid has penetrated the ip21-rated housing through the cooling slots inside the handle, causing hardware damage on the main electronics. However, no visible burnt electronic parts. Replacement has been shipped to customer with confirmation of successful repair.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: picture shows that some kind of liquid has gotten inside the machine. Customer agreed to send the suspected electronics board for investigation. At this time, vyaire has not received the component.

Event description:
The customer reported a non-responding touchscreen with bellavista 1000. The device was opened in front of the hospital biomedical staff with the yellow sticker at the backside of the screw being valid, indicating no possibility of external liquid contamination. The same case was reported again with the addition of visible burned parts and no problem detected during use on a patient.